Event description:
It was reported that a patient with an artificial urinary sphincter (aus) was seen by a physician for activation and the physician was unable to activate the device. The patient was instructed to attempt activation himself at home. The patient noted that he was still sore. Also, the patient stated that the pump felt completely flat. Troubleshooting guidance was provided and it was recommended that the patient contact the physician.

Manufacturer narrative:
D6a. Surgery occurred sometimes in march, actual implant date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.